Event description:
It was reported via repair work order that the side rail would not latch in the upright position.the alleged issue could not be determined as the customer did not report what was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer repaired.